Manufacturer narrative:
Follow-up attempts with the physician were unsuccessful. A supplemental MDR will be sent if/when new information is received. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional follow-up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: complaint-(B)(4).

Event description:
A patient contacted technical solutions to report that there was swelling and fluid around the pump. Additional communication with the patient confirmed that there had been no notable events prior to the swelling/fluid collection. They also confirmed that they had the fluid drained twice. Physician reportedly believes there may be leakage around the catheter, but catheter was checked yesterday and is reportedly "in place." Patient also reported physician suggested they may have to see a neurosurgeon for a "lumbar drain".